Event description:
The customer contact reported the device touchscreen has a delayed response to touch. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt effects and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen had a delayed response to touch and would not calibrate. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to have a delayed response and would not calibrate. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.